Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer reported passing out and a blood glucose level was not provided. The customer reported multiple intermittent occlusion alarms. Reportedly, customer had "leg pain and vision complications up to 2 months after hospitalization". Customer declined any further troubleshooting and no additional information was able to be obtained.